Manufacturer narrative:
After internal imaging review, the pascal ace device appears unable to be released on procedural tee and fluoroscopy. The actuation wire appears unable to be retracted past the proximal end of the ace device (near the area of the fingers/ eyelets) on procedural fluoroscopy. The ace device appears explanted via surgery (although no imaging of this event is acquired/ provided for review). A surgical mvr and tvr appear implanted. The complaint for unable to release implant - resulting in tissue damage was confirmed with objective evidence of the returned device and procedural imaging. No manufacturing non-conformities were found on the returned device and procedural imaging. Available information suggests that the following possible contributing factors could have led to the inability to release the ace device from the implant delivery system. A bent eyelet during manufacturing causing a caught actuation wire), procedural factors (tension in the system, along with not enough force or twisting applied during retraction of the actuation wire), and/or patient factors (anatomical limitations requiring more exposed implant catheter, and non-ideal device release conditions) seen imaging on the implant delivery system, between the steerable catheter and implant catheter, could have exacerbated this effect, causing even more difficulty removing the actuation wire, even with rotating and retracting simultaneously. These or all factors combined could have potentially caused this event to occur, however there is not sufficient evidence to determine a definitive root cause for this event.

Event description:
Edwards received notification of a pascal precision ace in mitral position where during the procedure, the device could not be released. No packaging damage or device damage was noted during device preparation. There was difficult trajectory, but it was a straightforward implantation with residual mild mitral regurgitation (mr). When physician was releasing the device, it was noticed it was taking more turns than usual to release the system from the implant. On flouro it looked like the wire was traveling back and had come away from the distal nut as usual. However, it was impossible to retract the actuation wire completely and not back behind the fingers despite multiple maneuvers. It was continued to try with gentle traction on the release knob to try to pull the wire back. The cs (clinical specialist) was concerned that it was taking a lot longer than usual and that wire was not fully retracted. A lot of maneuvers were attempted to see if it could release, and the cs called for advice. Troubleshooting on implant release continued for over an hour, but after trying different ways to gently retract the wire and release the device, it was observed on fluoro that the wire was broken, and it was assumed it must have happened at some point during maneuvering. The patient went to surgery even though he was not a good candidate for surgical intervention. Both mitral and tricuspid valves were replaced, and the implant catheter was cut a couple centimeters from the distal tip of the catheter with the implant still attached. There was a blood clot on the right side of the heart and the thrombus was old, not related to this event. The patient was in ICU on post-operative day 1 with a good bp of 110. Unfortunately, the patient passed away and the root cause of the death is still unknown. The appearance of the wire break on fluoroscopy may be an artefact as it appeared intact once the system was retrieved. The implanting doctor is very experienced with pascal and very cautious on device release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for unable to release implant - resulting in tissue damage was confirmed with other empirical evidence as reported by the edwards clinical specialist present at the procedure. Upon testing of a device- the feasibility testing performed for excessive turns on a fixed actuation wire did not result in an actuation wire break. Furthermore, a crimp failure during use would result in the inability to actuate the implant leading to the inability to go through device preparation and steps required to capture leaflets. Therefore, a crimp failure is not a potential root cause of this issue with inability to release implant. Procedural imaging and the implant delivery system involved in this event have been requested for evaluation but were not received. Consequently, the root cause for unable to release implant from the implant delivery system is unable to be determined at this time. Furthermore, no manufacturing non-conformities were identified from the DHR review.

Event description:
Additional information received stated that the patient was high risk for surgery, sts was above 8%, and poor rv function at baseline. Although they initially managed to wean him off cpb and transfer the patient back to the ICU after surgery, the patient passed away on postoperative day 1 due to right heart failure.